Event description:
It was reported that right hip revision surgery was performed due to metallosis and adverse tissue reaction.

Event description:
It was reported that after a right bhr due to osteoarthritis on (B)(6) 2009, plaintiff experienced lower back pain, hip pain, hip bursitis, and a cystic lesion on the right l4. Additionally, the plaintiff has presented metallosis. The plaintiff underwent left revision surgery on (B)(6) 2013. The patient's outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and adverse tissue reaction. During the revision, the acetabular cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head or cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The intraoperative findings of the reported gray fluid is consistent with findings associated with metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported ¿metallosis¿ and adverse tissue reaction cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.